Manufacturer narrative:
Product ID 3093-28, lot# v728411, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient felt a burning when she urinated and it started on (B)(6) 2014. The patient stated that she got too hot the other day and thought she was dehydrated, so she drank a lot of water. Since then, the patient had been urinating frequently and it was burning. The patient mentioned that the symptoms were normal at night, but during the day, she was urinating all day and not much urine was coming out. The patient could feel stimulation and changed programs and made adjustments and could feel the changes. The patient suspected an infection. Additional information was requested, but was not available as of the date of this report.